Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the his bundle (right ventricular) (rv) lead, impedance varied when using different analyzing cables. When tested through the disposable cables the impedance was found to be normal but the physician expressed concern that he had damaged the lead. The lead was attempted / not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.